Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a blood glucose reading of 304 while using the ilet and indicated that a recent supply change appeared incomplete, with the pump not rewound before inserting the cartridge until guided to do so; the event involved use of the infusion set and cartridge, and the plunger component was relevant to the rewind and cartridge insertion process. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, with a usage problem identified involving an improper or incorrect procedure related to failure to rewind prior to inserting the cartridge and confirming drops before reconnection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.